Event description:
It was reported that during a chesapeake lumber case, the universal awl 'skived' off the endplate and did not create the necessary pilot hole for the screw. This resulted in the cages at s1 and l4 having only 2 screws inserted instead of 3. Additionally, during screw insertion, the angled tapered driver came off of the screw. It was also observed that the laser markings had worn off of the expandable drill guide. This report will capture the angled tapered driver.

Manufacturer narrative:
The device will not be returned.

Event description:
It was reported that during a chesapeake lumber case, the universal awl 'skived' off the endplate and did not create the necessary pilot hole for the screw. This resulted in the cages at s1 and l4 having only 2 screws inserted instead of 3. Additionally, during screw insertion, the angled tapered driver came off of the screw. It was also observed that the laser markings had worn off of the expandable drill guide. This report will capture the angled tapered driver.

Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device was not returned. Device history records could not be reviewed as a valid lot number was not provided or obtained. Complaint history records were reviewed for this catalog number, no adverse trends were identified. Since the device was not returned, an exact cause of the reported event cannot be determined. It is possible that the angled tapered driver was not adequately attached to the screw and came off while inserting the screw.